Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was attempting to change the cartridge, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was able to be cleared. Subsequently, the customer received a power source alert and the customer was unable to charge the pump. The charging supplies were confirmed to be charging another device successfully. In addition, contact reported the screen displayed an alert 4 an indication of a data log corruption. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.